Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer went to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 400 mg/dl and high ketones. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin. Potassium, vitamins and sodium chloride. Treatment resolved the issue and there was no permanent damage. Multiple follow up attempts were made by tandem technical support to obtain the hospital release date, however, no response was received by the customer.